Manufacturer narrative:
Investigation summary: based on the information available, product analysis was able to confirm the reported event. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the ams700 momentary squeeze (ms) pump was visually inspected, leak tested, microscopically examined, and functionally tested. The tubing was identified to be cut down to the pump block; however, no leaks were present. The tubing was not returned for analysis. The pump was functionally tested and failed deflation test (3) and failed activation test (2). Product analysis concluded these deflation and activation issues could affect the functionality of the pump. Labeling review: there is no objective evidence that the user did not properly handle or use the device according to the IFU, ams700 ms pump. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a crack in the cylinder tubing. No patient complications were reported.

Event description:
It was reported that the patient had a surgical procedure to revise an inflatable penile prosthesis(ipp) due to a crack in the cylinder tubing. No patient complications were reported.